Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng covered stent was used during a procedure for the treatment of lower third esophageal cancer, performed on (B)(6), 2010. According to the complainant, the stent and the guidewire, a jagwire 0.35, could not cross the legion. The stent could not be advanced, as it was blocked in the esophagus. Another guidewire ("the most rigid from a competitor") was tried, but was also unsuccessful. The procedure was completed successfully with a wallflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "normal".

Manufacturer narrative:
(B)(4) (stent, difficulty crossing legion). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully crocheted on to the delivery device. An examination of the profile of the crocheted stent found that the distal end was slightly larger in outside diameter than the remainder of the crocheted stent, as the stent was slightly protruding through the crochet stitches. This may have occurred during the insertion of the device during the procedure. No other issues were noted with the profile of the device. The most probable root cause is undeterminable. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal ng covered stent was used during a procedure for the treatment of lower third esophageal cancer, performed on (B)(6), 2010. According to the complainant, the stent and the guidewire, a jagwire 0.35, could not cross the legion. The stent could not be advanced, as it was blocked in the esophagus. Another guidewire ("the most rigid from a competitor") was tried, but was also unsuccessful. The procedure was completed successfully with a wallflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "normal".